Manufacturer narrative:
Agent confirmed that it is unknown what caused the catheter migration. Per the instructions of use of the intrathecal catheter, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Agent confirmed that the patient experienced a lack of pain relief.

Manufacturer narrative:
Pending follow up information. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions through email to report a catheter revision due to a migration.